Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-aug-2022 to 02- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system has login error causing the user account to lock. A technical support specialist reviewed the logs and found that the active directory account locked with the reason of multiple failed attempts lock. The customer confirmed that issue was resolved by hospital information technology team. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system was showing user unauthorized error. The customer stated that this issue has prevented access to medications while patient was laying on the table, and no other information was released regarding this event. The customer added this malfunction caused a delay in dispensing the medication to the patient; the medication needed to be obtained from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system has login error causing the user account to lock. A technical support specialist reviewed the logs and found that the active directory account locked with the reason of multiple failed attempts lock. The customer confirmed that issue was resolved by hospital information technology team. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had user login error on multiple times during emergent condition. The customer stated that this issue has prevented access to medications while patient was laying on the table and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.